Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Performance testing confirmed the reported issue. Visual inspection revealed a split silicon tube on the non-return valve (nrv) control pressure circuit. The customer was issued with a replacement device. The investigation determined that the reported noise was due to the air leaking noise within the device caused by the split silicon tube on the nrv control pressure circuit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was noisy. There was no patient harm or serious injury reported as a result of this incident.